Event description:
Teijin pharma, neuronetics' japanese distributor, reported that a patient undergoing tms treatment had an instance of a retinal detchment requiring medical attention.

Manufacturer narrative:
Patient undergoing tms experienced retinal detachment in the right eye. Patient had no history or family history of opthalmologic disease and had no previous complaints of pain in right eye, headache, nausea, or dyslexia. Unable to determine if patient had any predisposing risk factors to retinal detachment. It is unknown at which point in time the event occurred during the patient's treatment. Given the present information, we cannot conclude that tms contributed to the adverse event.